Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had recorded a gradual increase in daily shock impedance measurements since (B)(6) 2022, and this has been consistently high out of range since (B)(6) 2023. The hospital had increased the upper limit of the shock impedance from 125 ohms to 150 ohms. The physician was concerned with the lead integrity and had requested an analysis. Boston scientific technical services confirmed the gradual increase in shock impedance measurements and provided troubleshooting steps. Additional information provided from the field indicated this right ventricular (rv) lead continued to exhibit high shock impedance measurements (>150 ohms). The patient was brought back in for defibrillation threshold (dft) testing to confirm the integrity of the system. Dfts were unsuccessful and the patient had to be externally defibrillated. Due to this unsuccessful conversion and high shock impedance, the physician elected to surgically explant and replace the ICD and rv lead. No additional adverse patient effects were reported. Both explanted products are expected to be returned for analysis, but have not yet been received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had recorded a gradual increase in daily shock impedance measurements since august 2022, and this has been consistently high out of range since august 2023. The hospital had increased the upper limit of the shock impedance from 125 ohms to 150 ohms. The physician was concerned with the lead integrity and had requested an analysis. Boston scientific technical services confirmed the gradual increase in shock impedance measurements and provided troubleshooting steps. There were no adverse patient effects reported and the device and right ventricular (rv) lead remains in-service.